Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2023 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as the device. Claim# (B)(4).

Manufacturer narrative:
Health effect clinical code: 4581 - significant reduction of irido-corneal angles, angle closure. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -11.5/+2.5/101 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon experienced excessive vaulting, significant reduction of irido-corneal angles, angle closure with elevated intraocular pressure. Lens remains implanted. The cause of the event was reported as the device.